Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi and past similar case, omsc considered that the reported phenomenon was attributed to the followings. - there were foreign material inside distal end cover near the forceps elevator; a) the reprocessing around the forceps elevator after the procedure by the user was insufficient. B) since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. - the clogging of the nozzle; there was a difference between the reprocess method implemented by the facility and the reprocess method recommended by the instruction for use (IFU). Olympus stated the appropriate handling of tjf-q180v and the counter measures against abnormalities in the instruction manual of tjf-q180v.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4) (omsi), it was found that there were foreign material inside distal end cover near the forceps elevator and the water removal test failed due to clogging of the nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.